Event description:
The customer reported a collimator iris potentiometer error message. This message will result in the system not completing boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The iris potentiometer was adjusted to 615 ohms. The system was tested and found to be working as intended and returned to service.